Event description:
According to information received from the initial reporter, a patient with a bjork-shiley convexo-concave mitral heart valve was admitted to the hospital because the primary physician could not hear the sound of the mechanical valve. According to copies of medical records forwarded to MFR from the initial reporter, a transthoracic and a transesophageal echocardiogram were done which revealed "a properly functioning mitral prosthesis with evidence of small paravalvular leak. There is a small mobile density noted on the atrial surface of the valve which may represent thrombus." No mitral insufficiency was noted. According to the medical records, it was recommended that the patient be treated medically. The patient's anticoagulant therapy was increased and the patient was discharged home.